Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
Boston scientific reported that this lead was explanted on (B)(6) 2017 due to a product performance issue. The event date provided did not make sense and it could not be confirmed so it was left off of this report.

Manufacturer narrative:
(B)(6) 2017 - this ra lead had noise. No adverse patient events were reported.